Manufacturer narrative:
The returned device was evaluated for the reported problems. It was determined that the needle mechanism did not deploy and fully extended the cannula into the subcutaneous tissue. This was due to a manufacturing defect. This condition would be visible to the user via the viewing port upon placement. This failure mode is inconsistent with the event as reported as the caller sated that "insulin was coming out of cannula" and that it did not appear to be bent/kinked". This is not possible, since the needle mechanism had not fired as received by the manufacturer and the cannula was not exposed. It is possible, however that this failure mode led to the patients elevated blood glucose levels. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The DHR provides evidence that the lot met the acceptance level prior to release.

Event description:
Customer called to report pod that he didn't think was delivering insulin. He stated that he put this pod on and woke up with high bg of 284. He then initiated bolus injections and his bg's continued to go up and were in the 300/400 range. The customer service representative asked him to perform a bolus test (had him take off pod without de-activating it) and insulin was observed coming out of cannula. He said that the cannula did not appear to be bent/kinked. Customer was able to activate new pod. No further problems reported. The caller stated that the device would be returned to the manufacturer for evaluation.